Manufacturer narrative:
(B)(4). S/w version = unknown, retainer ring =black, case type = ngp. On (B)(6) 2022, the customer alleged was for cosmetic damage involving a crack located at the back. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip. Found no evidence of moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case (battery tube), and pillowing keypad overlay. Blank display was confirmed during analysis due to a cracked u6 chip. Cosmetic damage was confirmed located at the cracked case (battery tube). The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was broken and back of the insulin pump had crack. Their was no physical damage to retainer ring. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer had discontinued the use of the pump and the insulin pump was returned for analysis.